Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels of 71 to over 600 mg/dl, was "very close to a coma" , and "couldn't see"; cause was not known. Customer went to the hospital via ambulance and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of discharge was not available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.